Manufacturer narrative:
Evaluation summary: this is due, to the fact that moisture in the objective lens condenses and affects the observation image. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "during the procedure the image gets foggy in the center. Cannot see in the center only on the outer edges" involving pentax model ec34-i10cl-us/serial (B)(4). No further information was provided. Pentax sent a good faith effort to the distributor to obtain additional information regarding the event and patient involvement. The device was returned to pentax on 07/01/2021. Pentax service inspectional findings included: image blurry or foggy, passed dry/wet leak test, right light carrying bundle distal cover glass cracked, left light carrying bundle distal cover glass cracked, fluid invasion not observed in control body nor in the pve connector. The device was repaired which included replacement of the following components: distal end assy w/tubes, bending rubber, bending rubber, adjusting collar, angle wire assy, jet supply tube lg. The device was shipped back to the distributor, endoscopy medical systems fl inc. On 07/20/2021. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.